Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was pulling insulin from an old cartridge and loading it into a new cartridge and using fiasp insulin with the pump. Tandem customer technical support informed the customer to not reuse insulin and that fiasp insulin is off-label per the user guide. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.